Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, the touch screen stopped working and there is water in the right bottom right screen. The customer stated the unit was on a patient during the reported issue, the customer reported the ventilator was removed and the patient was placed on another ventilator with no harm.